Event description:
The biomedical engineer (bme) reported that the ups that was attached to this central nurse's station (cns) had a power failure. They were able to get the cns and monitor plugged into the wall outlet and bypassed the ups. The cns tower successfully turned back on, but the screen was still black. They tried changing power outlets, but the screen remained black while the cns tower was turned on. They later called back stating that they were able to find a spare power brick for the lcd monitor. They plugged in the new power brick and confirmed that the monitor screen is now back on. The issue was with the power brick. This unit is in the ed department and was monitoring hard wired bedside monitors. They would like to order a new one. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the ups that was attached to this central nurse's station (cns) had a power failure. They were able to get the cns and monitor plugged into the wall outlet and bypassed the ups. The cns tower successfully turned back on, but the screen was still black. They tried changing power outlets, but the screen remained black while the cns tower was turned on. They later called back stating that they were able to find a spare power brick for the lcd monitor. They plugged in the new power brick and confirmed that the monitor screen is now back on. The issue was with the power brick. This unit is in the ed department and was monitoring hard wired bedside monitors. They would like to order a new one. No patient harm reported. Investigation conclusion: the sequence of events are as follows: uninterruptable power supply (ups) had a power failure, causing cns (pu-621ra) to shutdown. Customer then bypassed the ups and plugged cns directly to the wall outlet. The cns tower turned on but the display remained off. Customer replaced the monitor's power supply and the issue was resolved. Based on the sequence of events, the root cause of the reported display issue was due to the power failure from the ups. Service history for pu-621ra shows this is an isolated incident. Because the root cause of the reported incident was enivoronmental (ups), further action regarding the cns device is not warranted. Additional model information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor model: bsm-6301a sn: (B)(6). Model: bsm-6301a sn: (B)(6). Model: bsm-6301a sn: (B)(6). Model: bsm-6301a sn: (B)(6). Model: bsm-6301a sn: (B)(6). Model: bsm-6301a sn: (B)(6). Corrected information: h4 device manufacturer date was incorrectly listed as 03/01/2017. This has been corrected to 12/12/2014.

Manufacturer narrative:
The biomedical engineer (bme) reported that the ups that was attached to this central nurse's station (cns) had a power failure. They were able to get the cns and monitor plugged into the wall outlet and bypassed the ups. The cns tower successfully turned back on, but the screen was still black. They tried changing power outlets, but the screen remained black while the cns tower was turned on. They later called back stating that they were able to find a spare power brick for the lcd monitor. They plugged in the new power brick and confirmed that the monitor screen is now back on. The issue was with the power brick. This unit is in the ed department and was monitoring hard wired bedside monitors. They would like to order a new one. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor: model: bsm-6301a, sn: (B)(4); model: bsm-6301a, sn: (B)(4); model: bsm-6301a, sn: (B)(4); model: bsm-6301a, sn: (B)(4); model: bsm-6301a, sn: (B)(4); model: bsm-6301a, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the ups that was attached to this central nurse's station (cns) had a power failure. They were able to get the cns and monitor plugged into the wall outlet and bypassed the ups. The cns tower successfully turned back on, but the screen was still black. They tried changing power outlets, but the screen remained black while the cns tower was turned on. They later called back stating that they were able to find a spare power brick for the lcd monitor. They plugged in the new power brick and confirmed that the monitor screen is now back on. The issue was with the power brick. This unit is in the ed department and was monitoring hard wired bedside monitors. They would like to order a new one. No patient harm reported.